Event description:
It was reported that the pump logs revealed an intermittent motor stall. The stall never recovered. The patient experienced under dose symptoms and withdrawal syndromes. The patient was hospitalized. Patient status was indicated as alive- with injury. The physician was advised to program the pump to a minimum flow rate and schedule a replacement. Surgical intervention was planned. It was confirmed that only labeled drugs were filled into the pump during its lifetime. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).